Event description:
The customer obtained falsely high troponin I results on a patient sample evalated results of this magnitude might initiate a cardiac catherization. The physician questioned the high results, so the sample was repeared using another method and the results were negative. There was no report of patient harm as a result of this event.